Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 iii, elecsys ft4 ii assay, and elecsys tsh assay results for two samples from one patient when compared to the results from an architect analyzer. The customer used cobas 8000 e 602 module serial number (B)(4). Refer to the attachment to the medwatch for all patient data. The customer reported out the results from both the elecsys and architect. There was no allegation of an adverse event. Refer to the medwatchs with patient identifiers (B)(6) for the other assays involved.

Manufacturer narrative:
A specific root cause could not be identified as sample from the patient could not be provided for further investigation. The difference in the results may be due to the difference in assays from different manufacturers such as the overall setups of the assays, the antibodies used, and differences in the reference materials/methods and the standardization methodology used. From the information provided, a general reagent issue could be excluded.